Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the cranio-bracket was damaged, and the ball bearing fell apart. Therefore, the reported condition that there was a problem with the internal bearings was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the craniotome device was damaged, the labeling was damaged, and the craniotome neuro tip was bent/damaged. It was noted that cranio-bracket was damaged, the ball bearing fell apart and the color ring was defective. It was further determined that the device failed pretest for cutter insertion and visual assessment. Temperature test could not be performed. It was noted in the service order that there was a problem with the internal bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.